Manufacturer narrative:
Concomitant medical products: product ID: 6935m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered shocks for possible atrial tachycardia/atrial fibrillation with rapid ventricular response. The ICD remains in use. No further patient complications have been reported as a result of this event.